Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Updated fields: b4, e2, e3, g1, g3, g6, h2, h10, h11. Corrected field: h6 (health effect ¿ clinical code, component codes). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Reference complaint #(B)(4).

Manufacturer narrative:
UDI # is incomplete because the lot #, manufacture date, and exp. Date were not provided. We are unable to perform gfes to obtain this information as the initial reporter asked to remain confidential. No contact/ event site information was provided. The device is not available to be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text: device not returned.

Event description:
The following was reported via medwatch # mw5157741 received 01august2024: intra-aortic balloon markers noted in cxr to be closer together than usual. Serial film review discovered suspicion for the iabp folding over itself. Patient death occurred.